Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. The customer will not return the device for service.

Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.